Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated at the service center where the fault could not be reproduced and the item functions normally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely there was a lack of tissue grasped during the procedure that led to a "re-grasp error". This is describe in the instructions for use (IFU) on page 3: ¿if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation at olympus (B)(4); however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device stopped working after approximately five to ten minutes during a supracervical laparoscopic hysterectomy procedure. Coagulation was not working at all. User did the regrasping and nothing changed, the tone from the esg-400 generator was there, however, no coagulation. The user changed the scissors two times. The intended procedure was completed using the third scissors with no issues. The procedure was extended with unspecified time due to the user had to change the device however, there was no impact or harm to the patient. There was no user injury reported. This report is related to a report with patient identifier to (B)(4).